Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The lead exhibited loss of capture (loc) during routine follow up and it was noticed that the lead had dislodged. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.